Event description:
It was reported that pump touchscreen became frozen and did not respond, preventing customer from interacting with screen, although screen was not physically damaged. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with instructions to reset pump but could not perform reset due to charging supplies not working, and customer declined further follow-up, with no additional information available regarding final outcome.